Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment and was subsequently treated with antibiotics (type, date and duration not reported) and has undergone a procedure to excise the excess skin (date not reported). An additional revision surgery is planned; however, has yet to occur as of the date of this report.